Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 250-300 mg/dl; current bg level was 90 mg/dl. Infusion site changes would be performed and insulin deliveries would be resumed to address the elevated bg levels. The customer performed infusion site changes to address the occlusion alarms. Tandem technical support (cts) educated the customer in regards to occlusion alarms. As the customer was not receiving an occlusion alarm when cts was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.